Event description:
No new information.

Manufacturer narrative:
An event regarding disassociation involving a mako reamer handle was reported. The event was confirmed. Method & results: product evaluation and results: visual inspection confirmed the event. Screws are missing from the device. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Screw out of mako offset reamer fell in to patient. Retrieved by surgeon who saw it had dropped in during reaming. Procedure was complete successfully.